Event description:
It was reported that a malfunction alarm occurred after pump was exposed to xray. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
Per tandem user guide: do not expose your pump to x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan and other exposure to radiation. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.